Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she had 2nd implant and the device was replaced because the wires got disconnected because she was in auto accident. The event occurred in 2014. There were no further complications that have been reported as a result of this event.